Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the caffeine contained in 1ml syringe (ref (B)(4). Did not infuse. Per report, the nurse noted that the syringe was still full, but the device displayed a message the infusion was complete. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 1550. The infusion was caffeine citrate 11mg = 0.55 ml ordered to infuse over 30 minutes.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of under infusion of caffeine citrate was not able to be confirmed. Laboratory testing could not be performed, the incident devices were not received for this investigation. A review of the logs could not be performed. The pcu or the system logs were not provided. Received a customer video demonstrating the syringe module alarming for infusion complete. Due to the poor quality of the video, it could not be confirmed how much volume was left on the syringe. The bd alaris systems manager user manual v12.3.1 warns the following: ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. Use the prime set with syringe feature in the channel options menu, when starting an infusion or changing the syringe and tubing, especially when infusing at low flow rates or delivering loading boluses, to decrease pump mechanical slack. Failure to do so can delay the infusion delivery startup time and lead to delivery inaccuracies. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of under infusion was not able to be confirmed, no suspect device or logs were returned for this investigation.

Event description:
It was reported that the caffeine contained in 1ml syringe (ref (B)(4) did not infuse. Per report, the nurse noted that the syringe was still full, but the device displayed a message the infusion was complete. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 13 september 2024 at 1550. The infusion was caffeine citrate 11mg = 0.55 ml ordered to infuse over 30 minutes.